Event description:
It was reported that the device would only partially fire during a sigmoid colectomy procedure. The device handle did not close completely and the device became stuck on tissue. The device had to be cut from the tissue and a second device was used in which the staples did not appear to be fully closed. At this point, the surgeon used an automatic purse string, which leaked. The case was completed by hand sewing the anastomosis.

Manufacturer narrative:
Information anticipated, but unavailable at this time.